Event description:
It was reported that the procedure was to treat a patient who was admitted with a serious myocardial infarction (non-stemi). Pre-dilatation was performed using a non-abbott balloon. Thrombus was observed and required treatment with a thrombectomy device. A 2.5 x 12 promus otw stent and a 2.5 x 23 xience stent were deployed followed by post-dilatation with a non-abbott balloon. The patient was given a dose of plavix and discharged to home; however, returned the same day to the emergency room. CPR was performed, but the patient expired. An autopsy was performed and it revealed the stents were patent and there were no signs of thrombosis. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. A follow-up report will be submitted with all additional relevant information. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Death, arrhythmia, and angina are known adverse events as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.